Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited high, out-of-range (oor) pacing lead impedance measurement greater than 2,000 ohms. Oversensing and loss of capture (loc) with asystole less than two seconds was observed. An inappropriate shock was delivered as a result. Additionally, low amplitude measurements were observed. A revision procedure was performed. The rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.